Manufacturer narrative:
The pod was received with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. A tear was observed on the exposed portion of the soft cannula, causing fluid to leak from it. When this damage occurred could not be determined. The exact cause of this damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 16.8 mmol/l (302.4 mg/dl) and that the adhesive pad was full of blood. The pod was worn between 4 and 24 hours on the leg. Hyperglycemia treated with a new pod.